Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported entering a blood glucose level and carbohydrate amount; a bolus was calculated for approximately 20 units. When he touched on "start" to deliver the bolus, the pdm (personal diabetes manager) showed a message stating "deactivate pod". It did not indicate that it was delivering the bolus. The patient powered off the pdm and when he turned it back on he could hear the pod clicking to deliver a bolus. The bolus did not appear on the pdm or in the history, however, his blood glucose level did. There was no reported impact to the patient's health.